Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred when customer charged the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump indicated a data log corruption. Customer¿s blood glucose level was in 211-255 mg/dl range. Reportedly, customer continued using pump for insulin therapy.